Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was functionally undersensing an atrial arrhythmia causing competitive atrial pacing. Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.